Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012, 21:54:57. During night drain cycle two, the patient's ultrafiltration reading was 2679ml, indicating the home patient (hp) drained 2679ml more than their maximum programmed fill volume of 2700ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 2679 ml during therapy initiated on (B)(6) 2012 21:54:57, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed the cycle 2 drain was completed on (B)(6) 2012 at 23:35 and the user?s actual drain volume during cycle 2 was 2709 ml. The user bypassed fill 2 and the actual drain volume of 2709ml is 100% of largest prescribed fill volume (lpfv) of 2700 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.